Event description:
A physician reported that his handheld device that he uses for programming is not holding a charge for very long. He states that he has to charge it every two days; however, his old handheld would last two weeks before needing to be re-charged. The physician's handheld was replaced and his old handheld was returned to manufacturer for analysis, however, device evaluation has not been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.